Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat#: 5551-g-350-e; lot#: 8y2m. Triathlon ps fem component cemented; cat#: 5515-f-302; lot#: oeu9yoeu3t. Tri ts baseplate size 2; cat#: 5521-b-200; lot#: ovb4tb. Triathlon fix. Peg 2 per pk; cat#: 5575x000; lot#: 9euau. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision r tka due to infection. All original implants were explanted and antibiotic spacer was placed today. No additional details to be reported by the facility.